Event description:
Patient had a revision knee in 2023; there was a proximal strut allograft put on at some point after the revision. The patient had proximal femor pain, the bone scan showed loosening. A revision was planned. Knocked the size 5 femor off, there was no loosening of our femoral sleeves or tibial implants. The allograft was loose, and cables were loose. The surgeon decided to retro fit a new crs revision size 5 left femoral component back into the well ingrown sleeve. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).